Event description:
Philips received a complaint by the customer on the v60 indicating that the facility had fire damage at the ac outlet and the customer wants to know if the device is operational and can go back on the floor. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states while unit was not in use and no patient was involved, the unit was plugged into an ac outlet and turned off, the outlet began to flame and the units power cord damaged, customer states the outlet was faulty and the unit was not the cause of fire, no other damage reported, requests onsite unit checkout to ensure functionality and replace power cord. A feild service engineer (fse) evaluated the device and confirmed that the device passed required performance verification tests per philips standards as there was no operational issues found. The power cord was replaced to resolve the reported issue. The device was returned to service. The investigation concludes that no further action is required at this time.